Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in and/or reoperation: the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant: cap con iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel breast, 325cc silicone implant experienced left-sided capsular contracture grade iii and right sided rupture, and pain post procedure. A physical consultation confirmed the issue. As a result, patient underwent bilateral removal without replacements on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on august 30, 2021 indicated that patient experienced raynaud¿s phenomenon, fatigue, brain fog, muscle aches, pain, weakness, joint pain, soreness, hair loss, dry skin, dry eyes and mouth, weight gain, easy bruising, slow healing, temperature intolerance, scleroderma, insomnia, skin rashes, tingling and numbness in extremities, cold and discoloration in hands and feet, frequent urination, edema, swelling around eyes, adrenal issues, slow muscle recovery after activity, gi issues, food intolerances, suicidal thought, shortness of breath, difficulty breathing, feeling of dying, inflammation, recurrent yeast infections, headaches, dizziness, anxiety, panic attacks, mood swings, depression, ringing in ears. The post postoperative diagnosis showed right breast ruptured, silicone breast disintegrated, and yellow. The patient also experienced capsular contracture grade ii on the right side. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).